Event description:
It was reported that error 41622 occurred. No patient injury was reported.

Manufacturer narrative:
Evaluation tests or methods used to duplicate / replicate the reported problems: functional testing reported problem duplicated / replicated: investigation confirmed the customer's reported problem. The device was started and alarmed ec41622 and has a noisy motor when running. Replace motor. What caused the reported (primary) problem: motor who caused the reported problem: unknown.